Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent unexpected pump resets occurred. Customer's blood glucose (bg) level was over 500 mg/dl. During troubleshooting with tandem technical support, the customer was able to load a cartridge onto the pump and resume insulin delivery. The customer delivered a bolus via the pump to address bg level. Reportedly, the pump would continue to be used for insulin therapy.